Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-1132, serial #: 107021, description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had pain in her lower back when the stimulation was turned on. The physician prescribed the patient medication but name and dosage were not disclosed.